Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately six years and nine months post filter deployment, patient presented with abdominal pain. Subsequent computed tomography (CT) demonstrated that inferior vena cava filter was noted in position. Two years and eleven months later, another computed tomography (CT) revealed that positive for caval perforation. Superior extent of inferior vena cava (ivc) filter at inferior l2 vertebral body, inferior extent at l3-l4 disc space. A total of six prongs have perforated through the inferior vena cava (ivc) with maximum distance of 3.99mm. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 02/2012.